Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels rose above 400 mg/dl while wearing the pod on the arm for between 4 and 24 hours the patient was treated with an insulin injection at the ER and was released home the same day. The pod was discarded.